Manufacturer narrative:
On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to repot, early infection intervened after 2 weeks in a cementless tha. The site was washed and only the liner exchanged, customary procedure once the joint is re-opened. No reason to think that the device were related to the cause of the problem. Batch review performed on 22 july 2016. Lot 114207: (B)(4) items manufactured and released on 22 february 2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was positive for enterococcus and gram negative bacilli. The surgeon washed out the hip and swapped the liner. The surgery was completed successfully. X-rays are available. Explants are not available.